Event description:
On 5/jun/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) experienced abdominal pain and was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 689 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg daily and fortaz 2000 mg daily for 21 days. The patient continued to undergo ccpd therapy, and on (B)(6) 2024 the patient¿s peritoneal effluent culture result returned positive for stenotrophomonas melophilia. The patient¿s ip antibiotics were initially discontinued and replaced with oral levaquin twice daily for 21 days. However, the patient returned to the outpatient dialysis clinic on (B)(6) 2024 complaining of on-going abdominal pain and the patient¿s ip fortaz 2000 mg daily x 21 days was reinstituted. The pdrn attributed causality to a touch contamination event involving poor hand hygiene and a failure to don gloves. The patient works cutting meat, seafood, and produce and was not properly disinfecting her hands or donning gloves during initiation and termination of treatment. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to utilize the same liberty select cycler without reported issue and has recovered from the serious adverse events.

Manufacturer narrative:
Correction provided in b5.

Event description:
On 5/jul/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) experienced abdominal pain and was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 689 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg daily and fortaz 2000 mg daily for 21 days. The patient continued to undergo ccpd therapy, and on (B)(6) 2024 the patient¿s peritoneal effluent culture result returned positive for stenotrophomonas melophilia. The patient¿s ip antibiotics were initially discontinued and replaced with oral levaquin twice daily for 21 days. However, the patient returned to the outpatient dialysis clinic on (B)(6) 2024 complaining of on-going abdominal pain and the patient¿s ip fortaz 2000 mg daily x 21 days was reinstituted. The pdrn attributed causality to a touch contamination event involving poor hand hygiene and a failure to don gloves. The patient works cutting meat, seafood, and produce and was not properly disinfecting her hands or donning gloves during initiation and termination of treatment. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to utilize the same liberty select cycler without reported issue and has recovered from the serious adverse events.